Event description:
Customer initially reports, the cable sparked when the unit was turned on. No visible fraying. One conversation had and seven messages left with no response to request for information. (B)(6) 2013, customer not communicating but since there are previous mdrs involving fire consider this a possible source of ignition requiring a MDR (slee).

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.